Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Section h6, conclusion code, of the initial medwatch report # 0003015876-2022-02362 indicates: conclusion not yet available. Section h6, conclusion code, of the initial medwatch report # 0003015876-2022-02362 should indicate: cause traced to component failure. Section h10, additional mfg narrative, of the initial medwatch report # 0003015876-2022-02362indicates: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10, additional mfg narrative, of the initial medwatch report # 0003015876-2022-02362 should indicate: a stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. The reported issue was isolated to the system pcb assembly. It was confirmed that the device can not be repaired. The device was returned to the customer unrepaired per their request.